Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to misuse. This complaint is being reported based on the following conclusion: the instrument had thermal damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that after a da vinci assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.